Event description:
Emergency room times two with severe pain three months post uae. Vaginal expulsion of fibroid. Pain behind knee. Feels like it is the vein. Concerned about migration of beads to vein and leg.